Manufacturer narrative:
(B)(4). The investigation could not reproduce the above stated complaint. The vfie module is functioning within specifications. It might be possible that this complaint has been caused by a too low supplied air pressure at the back of the eva. Assuming worst case during surgery, incident occurred during surgery, eva failed during the case and vfi not able to inject oil. Cautery stopped working in middle of case. Pressure fluctuation as silicon oil is not able to be injected. This may cause a serious injury to the patient or hypotony. Hence, the incident has been concluded as reportable." All available information has been disclosed. This complaint has now been closed.

Event description:
Eva failed during case. Vfi not able to inject oil. Cautery stopped working in middle of case. Error code car199. Vfie module will be replaced.